Manufacturer narrative:
There is no indication that there is a device related problem, there is no allegation against the device. The most likely cause of the reported event is the underlying conditions facts of the patient. The IFU notes that extreme care in patient handling immediately after surgery is necessary. Also, a patient's age, weight, or activity level/excessive activity and trauma would cause the surgeon to expect early failure of the system. This device is used for treatment not diagnosis.

Event description:
Associated mfrs with this event: 1038671-2017-00192 .

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Revision of left shoulder components due to dislocation. This event report was received through clinical data collection activities.